Manufacturer narrative:
The evaluaton results, although inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The tibial would not snap into the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.